Event description:
While performing an endovenous laser procedure, the physician thought he had a 45 cm sheath ,when he had been given a 55 cm sheath. The physician set the laser fiber for a 45cm sheath causing the laser fiber tip to be positioned inside of the sheath. When the laser was fired, the laser burned through the sheath leaving a 10cm segment in the pt. The sheath segment was removed following a surgical cutdown and no pt complications were reported.

Manufacturer narrative:
Method: eval based on the narrative of the event provided to vsi. Results/conclusion: the physician believed he had been given a different length sheath then the one he had. Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.